Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath (clear) was selected. During preparation, the valve was not functioning properly, it is reported that a leak and air ingress occurred. For this reason, the sheath was replaced and the procedure was completed successfully. No patient complications were reported.